Manufacturer narrative:
Unit passed the self-test, displacement test, sleep current measurement, active current measurement. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on 03/09/2024 two times between 18:30:00.000 to 18:44:13.000 in the history files. Confirmed the pump alarmed failed batt test on 03/09/2024 21:34:06.000 in the history files. These alerts are expected and occurred due to corroded battery tube. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the motor assemblies. No damage noted to electronic assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube, corroded motor home switch. No power errors noted and passed all required testing. Cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), charge/battery lasted less than expected. The customer reported no adverse event. The event involved product(s) (B)(6) . The troubleshooting was partially performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. (B)(6) was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.